Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was due to a failure isolated to a broken f600 fuse on the ca board. The root cause for the broken f600 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.